Event description:
It was reported that revision surgery was performed. Metallosis with pseudocysts and osseous defects in the acetabulum and increased serum concentrations of cobalt and chromium. Devices implanted in 2009.

Event description:
Revision surgery was performed. The exact date is unknown.

Manufacturer narrative:
It was reported that hip revision surgery was performed due to metallosis with pseudocysts and osseous defects in the acetabulum. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. No medical documents were received for investigation. Therefore no medical assessment can be performed. Should clinical documentation become available, the clinical/medical investigation may be re-evaluated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.